Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The product was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as it was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: 00877503602 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14; 01.00351.002 ms-30 stem lateral polished 82867473; 01.00358.010 distal centralizer 8/10 ms-30 2868547; 00875706001 shell with cluster holes porous 60 mm o.d. 2864767; 00801102016 allen plug 63335352. Multiple mdrs have been filed for this event. See associated reports: 0009613350-2017-00429, 0009613350-2017-00433, 0009613350-2017-00432.

Event description:
It was reported that the patient's right hip was revised approximately three months post-implantation due to infection. During the procedure, the ceramic head and acetabular liner were removed and replaced.